Event description:
It was reported that the pacemaker exhibited high out-of-range pacing impedance measurements on this non-boston scientific right ventricular (rv) lead, which triggered a lead safety switch to unipolar mode. Possible causes were discussed, however, bringing the patient in for further evaluation was recommended. At this time, the product remains in service and no adverse patient effects. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).